Manufacturer narrative:
Batch review performed on 27 august 2019. Lot 179697: (B)(4) items manufactured and released on 24-apr-2018. Expiration date: 2023-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the sphere insert flex right 13mm s4 with a medacta sphere insert flex right 13mm s4 poly almost 9 months after primary. The surgery was completed successfully.